Event description:
During cryoablation, the console showed system notice message 50032 (the safety system has detected a compromised outer vacuum). The physician replaced the catheter and continued the procedure. There was no patient injury. When the device was returned, dissection and pressure testing showed a double balloon (breach) pinhole.

Manufacturer narrative:
The returned catheter was visually inspected and functionally tested. Bin files confirm system notice #(B)(4) "outer vacuum compromised" at injections 1 through 3. Visual inspection showed that the catheter was intact with no apparent issues. Smart chip verification indicated that the catheter was used for 3 injections. The catheter failed the performance test due to system notice #(B)(4). The dissection and pressure test showed a double balloon (breach) pinhole. Dissection did not show any signs of a lifted tc or leak detection wire that could have caused the pinhole. This report will be recorded and trended.